Manufacturer narrative:
Tech found that the brake caster will lock but will swivel around. No report of injury. Bed found in engineering shop. Replaced the casters to resolve this issue.

Event description:
Facility stated that the brake caster will lock but will swivel around. No report of injury. Bed in engineering shop.